Manufacturer narrative:
The investigation has been performed and the alleged issue occlusion was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Two different issues were identified.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the pump supplies multiple times. Customer changed the type of infusion set used multiple times. Pump system with tandem technical support found the pump to be functioning properly. However, customer alleged pump was the cause of occlusions. Customer's blood glucose (bg) was 400-529 mg/dl. Insulin injections were administered to address bg. Customer reverted to using manual injections for insulin therapy.